Event description:
It was reported that the caller stated they are currently dealing with a pelvic prolapse, specifically cervical. Caller stated that they are noticing the suction from the purewick dry doc was causing the prolapse to increase. They requested is there anything that can be suggested or have heard about this before. Purewick suction was too high.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Since it was given as z code (unknown purewick capitol), the fmea of both drydoc 1.0 and 2.0 is considered. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.